Event description:
The information received indicated that the patient was admitted with a 90% stenosis in the distal right coronary artery (rca). The lesion was de-novo, heavily calcified and slightly tortuous. The lesion was pre-dilated with a 2.0 x 10mm lacrosse balloon and a 2.5 x 13mm cypher select plus was delivered to the target lesion. When the balloon was inflated at 8 to 10atm, the pressure of the inflation device suddenly decreased and back-flow of blood into the inflation device was observed. Therefore, the sds of the cypher select plus was retrieved and checked outside the patient and then leakage from the proximal portion of the balloon was confirmed. Afterwards, post-dilation was conducted with a 2.5 x 12mm quantum apex balloon to further dilate the cypher select plus stent. The stent was not fully expanded due to the balloon rupture. The stent was post-dilated due to the reported event. Ivus was conducted and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Concomitant medical products: runthrough guidewire, guide catheter profit 6f al1 sh balloon catheter: lacrosse 2.0/10mm, quantum apex 2.5/12mm and eagle eye (ivus). The information received indicated that the patient was admitted with a 90% stenosis in the distal right coronary artery (rca). The lesion was de-novo, heavily calcified and slightly tortuous. The lesion was pre-dilated with a 2.0 x 10mm lacrosse balloon and a 2.5 x 13mm cypher select plus was delivered to the target lesion. When the balloon was inflated at 8 to 10atm, the pressure of the inflation device suddenly decreased and back-flow of blood into the inflation device was observed. Therefore, the sds of the cypher select plus was retrieved and checked outside the patient and then leakage from the proximal portion of the balloon was confirmed. Afterwards, post-dilation was conducted with a 2.5 x 12mm quantum apex balloon to further dilate the cypher select plus stent. Ivus was conducted and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible vessel characteristics, specifically the heavy calcification that may have contributed to the event.